Manufacturer narrative:
Customer report was not confirmed. No visible inconsistencies were observed on eeprom data. Thermistor and thermal filament circuit were continuous. There were no error message observed on vigilance I and ii monitors. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 mins. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. Catheter body is kinked at the 77.5 cm area where the returned non-edwards contamination shield proximal connector was attached.

Event description:
C-cc-co - cardiac output difficulties; it was reported that the cardiac index was not clinically correlating, 1.8 or 1.9, patient looked fine. A mixed venous gas was performed and it was at 64%. There were no patient complications.